Event description:
The pump motor stalled following an MRI. The health care provider was going to check the event logs. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, important information on potential MRI effects physician communication (B) (6) 2008.